Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), haemorrhage ('hemorrhage'), pains in legs ('severe pain in legs') and cerebrovascular accident ('suspicion of stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), pains in legs (seriousness criterion medically significant), pain in upper extremities ("pain in arms"), pain ("pain all over the body"), insomnia ("insomnias"), fatigue ("chronic fatigue/ exhaustion"), iron deficiency ("lack of iron"), arthralgia ("joint pain"), myalgia ("muscular pain"), adenomyosis ("adenomyosis"), affective disorder ("mood disorders"), cardiovascular disorder ("circulatory weakness (hand and feet cold)"), hypoaesthesia ("left hand formication and numbness") and formication ("left hand formication and numbness"). In 2015, the patient experienced cerebrovascular accident (seriousness criterion medically significant). The patient was treated with diclofenac sodium (anti-inflammatory) and surgery (hysteroscopy). At the time of the report, the pelvic pain, haemorrhage, pains in legs, cerebrovascular accident, pain in upper extremities, pain, insomnia, fatigue, iron deficiency, arthralgia, myalgia, adenomyosis, affective disorder, cardiovascular disorder, hypoaesthesia and formication outcome was unknown. The reporter provided no causality assessment for adenomyosis, affective disorder, arthralgia, cardiovascular disorder, cerebrovascular accident, fatigue, formication, haemorrhage, hypoaesthesia, insomnia, iron deficiency, myalgia, pain, pains in legs, pelvic pain and pain in upper extremities with essure. The reporter commented: head MRI, sleep center examination, doppler ultrasound were done. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.